Event description:
This cochlear implant receipient developed meningitis around 2006, four years after receiving his nucleus cochlear implant. He developed meningitis subsequent to a middle ear infection and is now recovering from the illness.